Event description:
During baxter's functionality testing of a spectrum pump, it displayed the air in line message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were reproduced. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings have been known to contribute to false air in line alarms. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion alarms. The failed upstream sensor was replaced.